Event description:
It was reported that a patient's device had no left ventricular capture management in 7 days. The reason for the aborted lvcm tests was competing rhythm. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient's device had no left ventricular capture management (lvcm) in 7 days. The reason for the aborted lvcm tests was competing rhythm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device. Analysis of the data found no anomalies.